Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found to have an error pointing to the axes controller motor (acm) printed circuit assembly (pca). The acm was replaced and the error was no longer triggered confirming the acm pca to be the source of the issue. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is due to an issue with the acm pca. This issue can be resolved by contacting isi and having a field service engineer (fse) replace the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the customer encountered repeated 48352 faults on universal surgical manipulator (usm) 4. The technical support engineer (tse) walked the operating room staff through a hard power cycle, but usm 4 kept faulting. The site was going to attempt to use another da vinci 5 robot in order to finish the case. The procedure was converted to another da vinci with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was continued robotically after switching to a robot from another da vinci system. There was no harm to the patient.